Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the uim was blank. The fsr replaced the uim in order to resolve the reported issue. After replacing the uim, the device powered on appropriately and was tested to service specifications, passing all tests, and was returned to the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer reported during patient use the user interface module (uim) was blank but the led lights were still functioning. The patient was switched to an alternate ventilator and there was no harm.

Manufacturer narrative:
The avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to a corrupt bootloader.